Manufacturer narrative:
Results: inherent risk of procedure (myocardial infarction). Conclusions: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
During a staged procedure the patient had three endeavor sprint drug-eluting stents implanted in the cx. On an unknown date, the patient suffered an mi. The patient recovered. The investigator has not assessed the relationship between the event and the study device.